Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, that an atrial lead exhibited failure to sense and capture despite multiple attempts and other leads working normally. Lead was then exchanged for a different one. Patient had no consequences and was stable after the event.